Event description:
Via social media, it was asked: anyone having issues with kinked haptics on their ar40e model intraocular lenses (iols). No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown as information was not provided. Section a-3a patient sex: unknown as information was not provided. Section a-3b patient gender: unknown as information was not provided. Section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown as information was not provided. Section b-3 date of event: unknown as information was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.